Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that air entered the eye and the intraocular pressure could no be used during two procedures. The procedures were completed with a viscous gas fluid pak. There was not no patient harm. No samples returning.

Manufacturer narrative:
The lot complaint history was reviewed, this is the sixth complaint for the finish goods lot; however, the second for this issue for this lot. The device history shows the product was released per specifications. A sample was not returned for this complaint report; visual inspection or functional testing could not be conducted in order to establish a potential failure mode for the device. The root cause of the customer's complaint could not be established as a sample was not returned. Without a sample, it is not possible to isolate the root cause. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The customer should be reminded that the direction for use (dfu) states to visually confirm that adequate air and fluid infusion flow is occurring prior to attachment of the infusion cannula to the eye. The manufacturer internal reference number is: (B)(4).